Event description:
It was reported that during a period review of programming history database, it was identified that patient's generator displayed high impedance. The patient's device was noted to be disabled prior to this event on (B)(6) 2006, and was not programmed back on. The physician noted at the time of the high impedance is dr. (B)(6). No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.